Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a moderately calcified external iliac artery. The 7.0x100mm absolute pro self-expanding stent was attempted to be deployed; however, the wheel on the handle could not move. Pilers were used to loosen the wheel and deploy the stent with considerable effort. It was noted that a .018 unspecified guide wire was used with the absolute. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation and the reported physical resistance / sticking were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, an .018 unspecified guide wire was used with the absolute. It should be noted the absolute pro .035 peripheral self-expanding stent system instruction for use (IFU) states: one (1) guide wire, compatible with the absolute pro .035 peripheral self-expanding stent system as follows: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018" guide wire resulted in the noted multiple inner member bends and the noted multiple instances of stent sheath bunching; thus preventing the shaft lumens from moving freely resulting in the reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.